Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing and under-sensing on the discrimination channel. No interventions were performed. The patient was in stable condition.